Event description:
It was reported that a patient with this cardiac resynchronization therapy defibrillator (crt-d) had received an inappropriate shock resulting from atrial fibrillation that had conducted down to the ventricles and was oversensed. No changes have been made and the crt-d remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.